Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the percutaneous transluminal coronary angioplasty procedure to treat a mildly calcified, de novo lesion in the moderately tortuous left anterior descending coronary artery, a 014 hi-torque (ht) versaturn f 190 hc guide wire was advanced in the vessel, followed by smooth advancement of an unspecified balloon dilatation catheter (bdc) to the lesion. Dilatation was performed, however, during balloon deflation, the balloon reportedly became entangled with the versaturn guide wire, the bdc was unable to recross the lesion, and was unable to be retracted over the versaturn. Both devices were withdrawn as a single unit and the procedure was continued successfully using the same versaturn with other devices. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficult to position and remove was unable to be confirmed due to the damages on the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.